Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. There were alerts for high ventricular rate episodes. No electro grams were available. Upon review of the transmissions it was noted that the device exhibited episodes of auto mode switch and ventricular noise reversions. Programming changes were discussed but not made. The patient was stable throughout the event.